Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model rvdr01 implantable pulse generator (ipg) implanted 2011-(B)(6); model 5086mri implantable pacing lead implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead experienced high thresholds and loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.